Event description:
The customer stated the tubing connecting to the differential chamber was split (damaged) and several milliliters of fluid leaked outside the instrument, involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer replaced the tubing and resolved the fluid leak issue. The facility has an exposure control or risk management plan in place. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).